Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type implantable neurostim ulator this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-mar-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The caller stated that on one of their units when they try to turn the stimulation up they get a message "settings not available." Caller stated this started last night while they were trying to charge the implant. Caller stated they have two leads per implant and when they try to change the settings for either lead, they get this message. Caller stated they do not get the message at all on their other stimulator. Caller denied any recent falls or injuries. Caller confirmed the implant was at 90% and the controller was 100%. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On 2023-mar-28, the patient (pt) reported they have 2 stimulator, and the right side ins settings couldn't be changed, it was stuck on 1.1. The pt could not raise or lower settings and the pt called their rep and met with them and they reprogrammed the right side, one electrode was "red" and wasn't working right, so the rep shut it off. Resolution and weight were not reported.